Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. It was noticed that the shaft was separated approximately 11.5cm from the tip. The fractured portion was completely separated and per the additional information it was aspirated from the patient body. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that a wire fracture occurred. The target area was located in the pelvis. A 200cm x 10cm fathom¿ -14 was selected to advance. Upon removal of the device from the patient's body, it was noted that the wire snapped in half. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable.